Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing broke apart when they were trying to change the set. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set in place. No further information available.